Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted, and the device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. The device reportedly operated as expected and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the patient underwent a routine heart transplant. Although no device-related issues or adverse events were reported, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available and provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction.¿ the current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a standard heart transplant with explant of the pump. The patient was not elevated on the transplant list secondary to a device or therapy related issue. There were no patient symptoms. The transplant was considered to be routine. The device operated as expected. The outcome was not device related.